Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has no zero and an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate. The fse was unable to reproduce the reported failures. The unit was working satisfactorily. The unit was then released to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has no zero and an autofill failure. There was no patient involvement.